Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device associated with this report was returned for evaluation. Examination of the returned attune articulating surface found sufficient evidence to confirm nicks and scratches on the device as well as a broken post and a deformed spring. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
Fem trails cracked on inside box opening. Articular surface is scuffed. Shim is cracked from metal ring to outside. No surgical delay reported.